Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips with a request for onsite evaluation of a bedside monitor and central monitor after the death of a patient occurred on (B)(6) between 7p and 10p. It was indicated that the incident occurred in the emergency department or ed and staff may not have heard or responded promptly to patient alarms.

Manufacturer narrative:
A patient death occurred in the ed on (B)(6) 2016 involving the patient in bed (B)(6). The customer has indicated that staff may not have heard the alarms or may have alleged alarms did not occur. A review of logs, strips and post incident testing of the involved products found no data to support any device malfunction. Use of the product is considered to be a factor as the patient had multiple alarms between 17:00 and 20:00 many of which sounded for a period of time before they were silenced. The logs show a progression from tachy to vtach to vfib/tach to asystole between 19:42 and 20:30. The central monitor was tested and found to be operating properly. The device remains in use.